Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00123, 3003742446-2010-00124, and 3003742446-2010-00125. A (B)(6) female from the (B)(4) study experienced a myocardial infarction (mi) following the implantation of a several cypher stents. Past medical history that may have increased her risk for major adverse cardiac event (mace) includes coronary artery disease, hyperlipidemia, past smoker, and angina. The patient presented with acute coronary syndrome/non-st-segment elevation myocardial infarction and was transferred to the facility on integrilin for the index procedure. The target lesions were located in the proximal and mid right coronary artery (rca). The lesion in the mid rca was described as de novo, 70% stenosed, 15mm in length, with no calcification. A 3.0x23mm cypher stent was implanted at 20atms. A second cypher stent was implanted overlapping the first cypher stent. The lesion located in the proximal rca was described as 90% stenosed, 20mm in length, de novo, with no calcification. A third cypher stent was implanted at 18atms. The rated burst pressure indicated in the instructions for use (IFU) is 16 atmospheres. Residual stenosis for both target lesions was 0%. Pre and post procedure timi flow was 3. Following the index procedure, the patient experienced elevated cardiac enzymes and was diagnosed with a post-procedure myocardial infarction. No treatment was given and the event resolved without sequelae. According to the investigator, the event was not related to cordis product. The investigator felt the event was related to the index procedure. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, EKG changes and cardiac enzymes increase leading to mi diagnosis post procedure. Additionally, inflation of balloons over the recommended rated burst pressure may also lead to excessive intimal damage and higher potential for plaque shifting. Based on the information provided, there are possible patient, vessel characteristics, and procedural factors that may have contributed to this event

Event description:
As reported by the (B) (4) study, the patient experienced a post-procedure myocardial infarction. The target lesions were located in the proximal right coronary artery (rca) and mid rca. The lesion in the mid rca was described as de novo, 70% stenosed, 15mm in length, with no calcification. A 3.0x23mm cypher stent was implanted at 20atms. A second cypher stent was implanted overlapping the first cypher stent. The lesion located in the proximal rca was described as 90% stenosed, 20mm in length, de novo, with no calcification. A third cypher stent was implanted at 18atms. Residual stenosis for both target lesions was 0%. Pre and post procedure timi flow was 3. The patient presented prior to the index procedure with acute coronary syndrome/non-st-segment elevation myocardial infarction and was transferred to the facility on integrillin. Following the index procedure, the patient experienced elevated cardiac enzymes and was diagnosed with a post-procedure myocardial infarction. No treatment was given and the event resolved without sequelae. According to the investigator, the event was not related to cordis product. The investigator felt the event was related to the index procedure.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days of receipt. Concomitant devices were unknown. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00123, 3003742446-2010-00124, and 3003742446-2010-00125.